Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemolysis could not conclusively be determined through this evaluation; however the account later communicated that hemolysis labs were within normal limits and the patient experienced hematuria in the setting of elevated international normalized ratio (inr) values. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established. Review of the submitted log file appeared to show the pump operating as intended at the set speed. There were no notable events or alarms captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although it was reported that the patient's hemolysis labs were within normal limits with hematuria in the setting of elevated inr, section 1 lists hemolysis and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. In addition, section 6 provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No inpatient admission occurred, the patient was treated and released. The patient had hematuria in the setting of elevated international normalized ratio (inr). Hemolysis labs were within normal limits. Warfarin was held for two days and symptoms resolved without sequela. No further treatment was required and the patient was discharged home.

Event description:
It was reported that the patient came to the hospital on (B)(6) 2021 with signs of acute hemolysis. Lab work was pending and patient was not in distress. The vad was functioning as intended. Log file analysis revealed clusters of pulsatility index (pi) events along with transient unsustain low flow alarms with high pi.